Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31430324l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient experienced bradycardia that required pacemaker implantation. The patient also experienced a pericardial effusion, however, no intervention was required. Near the end of the procedure, the patient's blood pressure dropped and a small amount of pericardial fluid was observed to have accumulated. However, it was noted that the amount was not enough to drain and the patient's vitals were observed to have stabilized. It was confirmed that the pericardial fluid was not increasing. The blood pressure was reported to be low due to bradycardia and an external pacemaker was implanted and the patient returned to the room. Patient improved. Ablation was performed prior to noting the pericardial effusion. No steam pop was observed.